Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The technician replaced the gds and the issue was resolved. This customer returned gds assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported during a pm service the device failed the air flow accuracy test. Occurred during a performance verification test (pvt) prior to patient use.